Manufacturer narrative:
The event occured on an unreported date in 2018. Facility name: (B)(6). The lot number is unknown. The actual device was not available; however, a video of the sample was provided and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment, a prismaflex m100 set presented a leak in the effluent bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a video of the event was provided for evaluation. Visual inspection of the video revealed a leak at the level of the drain bag weld near the stopcock. The reported condition was verified. The cause of the condition was not determined. The supplier of the component has been notified of this condition. Should additional relevant information become available, a supplemental report will be submitted.